Manufacturer narrative:
(B)(4). It was reported that during an ischemic ventricular tachycardia (isvt) procedure, the customer experienced noise on the ic signals on ablation catheter. The physician could monitor the patient via the defibrillator and recording system. The issue was resolved by changing the catheter and the case was completed without any patient consequence. This issue is not reportable event. Upon receiving the product in biosense webster lab on (B)(6) 2015, it was noticed that shaft has been twisted with broken braid exposed through the shaft material with reddish brown material outside and inside the holes in the material starting about 16.8 cm down to 29 cm from the orange sleeve, making this event reportable. Upon receipt, the device was visually inspected and shaft was found damage and twisted causing to be broken and braid to be exposed in some areas. Different analytical techniques were carried out to determine the root cause of this condition; however none of them were conclusive. Per the event reported the catheter was tested for electrical performance and it failed. Leakage was observer thru the electrodes. After dissection the catheter it was observed corrosion and biological material causing the leakage problem. This finding may be related with the damage on shaft. But it can¿t be conclusively determinate. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint has been confirmed.

Event description:
It was reported that during an ischemic ventricular tachycardia (isvt) procedure, the customer experienced noise on the ic signals on ablation catheter. The physician could monitor the patient via the defibrillator and recording system. The issue was resolved by changing the catheter and the case was completed without any patient consequence. This issue is not reportable event. Upon receiving the product in biosense webster lab on may 19th 2015, it was noticed that shaft has been twisted with broken braid exposed through the shaft material with reddish brown material outside and inside the holes in the material starting about 16.8 cm down to 29 cm from the orange sleeve, making this event reportable. Upon following up with the customer, it was stated that this condition was not noticed prior sending the catheter back to (B)(6), however the physician had a difficult time manipulating and removing the catheter from the sheath after the noise was observed on the catheter. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4).